Event description:
It was reported that pump triggered recurring cartridge alarm 20 with consecutive cartridges, and caller had not experienced this alarm previously with current pump serial number. There was no adverse impact to the customer¿s blood glucose level. Caller planned to continue using current pump and rely on alternate insulin method if necessary, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump within specified time frame, and advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement device.